Manufacturer narrative:
The product is available for analysis. Device history record review was conducted, and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
While deploying the cypher select plus stent in the left circumflex, the stent dislodged. The physician was not able to retrieve it, and the stent remained in the patient.

Manufacturer narrative:
While deploying the cypher select plus stent, the stent dislodged. The physician was not able to retrieve it out of the patient. The dislodged stent was left in the perfunda femorous artery. The target lesion was located in the first obtuse marginal. The lesion was ostial and 90% stenosed. No resistance was experienced while passing the stent deployment system through the guiding catheter. No resistance was experienced while tracking the stent deployment system to the lesion. The stent didn't cross the lesion after predilation. Excessive force was not applied to the device during insertion. An attempt was made to withdraw the stent deployment system with the stent on the balloon. The stent slipped off the balloon during manipulate in circumflex artery. The stent was pulled back inside the guide by using another balloon. A medtronic ebu 6f3.5 guide catheter was used for the procedure. Another stent, medtronic 2.5 x 24 endeavour resolute, was deployed after pre-dilating the lesion. The delivery system was not returned for analysis a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15160380 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Crimping machine parameters were reviewed and were found within specification during manufacturing process of this lot. The fpi for crossing profile and stent retention were reviewed and no anomalies were found. Without the return of the delivery system for analysis, no definitive conclusion can be made; however, it appears that procedural factors including vessel/lesion characteristics may have contributed to the stent dislodgement. There is no indication of any relationship to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
While deploying the cypher select plus stent, the stent dislodged. The physician was not able to retrieve it out of the patient. The dislodged stent was left in the perfunda femoris artery. The target lesion was located in the first obtuse marginal. The lesion was ostial and 90% stenosed. No resistance was experienced while passing the stent deployment system through the guiding catheter. No resistance was experienced while tracking the stent deployment system to the lesion. The stent didn't cross the lesion after predilation. Excessive force was not applied to the device during insertion. An attempt was made to withdraw the stent deployment system with the stent on the balloon. The stent slipped off the balloon during manipulate in circumflex artery. The stent was pulled back inside the guide by using another balloon. A medtronic ebu 6f3.5 guide catheter was used for the procedure. Another stent, medtronic 2.5x24 endeavour resolute, was deployed after pre-dilating the lesion. The delivery system was not returned for analysis a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15160380 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Crimping machine parameters were reviewed and were found within specification during manufacturing process of this lot. The fpi for crossing profile and stent retention were reviewed and no anomalies were found. One non sterile cypher select + 2.50x23mm was received coiled in a plastic bag. 3 kinks were found at 6.7 cm, 14.5 cm and 18.8 cm all from proximal end; however this condition on the sds could be related to the way the unit was sent for the analysis. The stent was not received with the unit, also there was evidence of that the balloon was already inflated. The bumping and crimping marks can be seen in the balloon. It was not confirmed that the stent dislodged off of the balloon prior to inflation based on the evidence that the balloon on the returned device had been inflated. Procedural factors including evidence of balloon inflation along with vessel/lesion characteristics may have contributed to the stent dislodgement. Neither the DHR review nor the analysis suggests that the issue is related to the manufacturing process. Therefore no action was taken.